Event description:
In this event, it was reported that after placement, an ankylos plus implant seems to have affected the ID nerve, resulting in paresthesia. As a result, the implant was removed, assumedly during the healing period, thus the pressure was reduced instantly and the numbness was decreasing. While the recovery is in progression, it is still detectable. Since there is a fast improvement of the symptoms, it can be assumed that the pt will fully recover.

Manufacturer narrative:
Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.